Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. During testing numbers were not ramping on their own nor did the scroll bar move without any input. The insulin pump also had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 211 mg/dl. Customer stated the keys began to scroll during bolus. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.